Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer stylus and display cursor were not calibrated. It was indicated that the connection from the overlay to the printed circuit board (pcb) required reseating. It was also indicated that the case was damaged. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer could not be used because the display cursor and pen were not calibrated. The programmer was returned for service. There was no patient involvement.